Event description:
It was reported that the user facility is experiencing alleged burns to the patient when being warmed by the meditherm unit.

Event description:
It was reported that the user facility is experiencing alleged burns to the patient when being warmed by the meditherm unit.

Manufacturer narrative:
A visual and functional inspection was not performed as this complaint was a general complaint reported by the user facility and the device was not returned for evaluation. It was confirmed that all of the units at the account are in service with no previous reports of alleged burn events. The user facility was unable to confirm the allegation of burn events during procedures. Device not returned.